Event description:
It was reported that this implantable pacemaker pacing impedance measurement had gradually been increasing to high, out-of-range at 2,000 ohms with a sudden drop to 590 ohms on the right ventricular (rv) lead. The impedance measurement has been stable at 600 ohms since a lead safety switch (lss) to unipolar approximately eight months ago. Noise was also observed on the stored electrograms (egms). Technical services (ts) was consulted due to a lead fracture was suspected previously. Extraction is planned for the next few weeks, as the patient is dependent. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker pacing impedance measurement had gradually been increasing to high, out-of-range at 2,000 ohms with a sudden drop to 590 ohms on the right ventricular (rv) lead. The impedance measurement has been stable at 600 ohms since a lead safety switch (lss) to unipolar approximately eight months ago. Noise was also observed on the stored electrograms (egms). Technical services (ts) was consulted due to a lead fracture was suspected previously. Extraction is planned for the next few weeks, as the patient is dependent. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information this device and the rv lead were explanted due to pacing and sensing issues that resulted in pacing inhibition. The device and lead were replaced with a non-boston scientific system successfully. Outside of the revision, no adverse patient effects were reported. Additional information received, the device and lead will not return for analysis as both products were discarded.